Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description introcan safety 3 safety did not cover needle tip detailed inquiry description customer has reported that the safety sheild on an introcan safety 3 22g did not cover the needle tip.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) photos were submitted to the manufacturer for evaluation. Through visual examination of the photos, the safety clip position was observed to be located near to the cannula hub which did not engage at the cannula tip after cannula withdrawal from the catheter hub. The actual malfunction of safety clip was unable to be identified from the pictures received. While the defect was observed, it was not possible to determine the actual root cause based on the photos. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.